Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the device was flipped towards the mitral valve and was stuck. Repositioning was attempted by aggressive maneuvers to set the device free. Unfortunately, there was no success freeing the pump with maneuver tactics. Subsequently, the impella was inadvertently pulled out of the left ventricle..